Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient expired while connected to the cycler. Additional information was obtained through follow-up with the pdrn. The patient was connected to the liberty select cycler on (B)(6) 2021 at the time of their death. There were no reported issues with the liberty select cycler or pd therapy. The cause of death had not been confirmed; however, it was suspected to be cardiac related. The patient has a history of cardiac issues including stent placement and bypass surgery. There were no further details provided related to the patient death.

Manufacturer narrative:
(Update for event submitted prior to 3500a form and code updates in march 2021) plant investigation: the actual device was returned to the manufacturer. Physical damage was observed on the thermistor button ring, heater tray paint, and front panel screen during an external visual inspection. There was dried fluid within the cassette compartment on the pump door, on the top cover, and on the cycler exterior, on the heater tray. There were no particulates, burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An as-received simulated treatment was initiated and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, load cell verification check, valve actuation test, current leakage test, catch post hipot test, and a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under pump a and b mushroom heads and on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient death. However, there is no documentation in the complaint file to show a causal relationship between the death and utilization of the liberty select cycler or pd therapy. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Although the cause of death has not been confirmed, it is suspected to be cardiac in nature. This patient has a history of cardiac issues including bypass surgery and stent placement. Cardiac disease is the major cause of death in dialysis patients accounting for 37% of all-cause mortality. Furthermore, peritoneal dialysis patients have poor long-term survival with only 11% surviving past 10 years. Based on the available information and no allegation of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient death. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient expired while connected to the cycler. Additional information was obtained through follow-up with the pdrn. The patient was connected to the liberty select cycler on (B)(6) 2021 at the time of their death. There were no reported issues with the liberty select cycler or pd therapy. The cause of death had not been confirmed; however, it was suspected to be cardiac related. The patient has a history of cardiac issues including stent placement and bypass surgery. There were no further details provided related to the patient death.